Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3006260740-2025-04128. G3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
On (B)(6) 2024, an MRI powerport isp was inserted under local anesthesia. It was last used on (B)(6) 2025, and no abnormalities were observed during that period. On (B)(6) 2025, during outpatient infusion, it was found that the catheter of the implanted port was fractured, with the broken end located in the heart. The patient was admitted to the emergency room and the interventional department was contacted to remove the broken end. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, an MRI powerport isp was inserted under local anesthesia. It was last used on (B)(6) 2025, and no abnormalities were observed during that period. On (B)(6) 2025, during outpatient infusion, it was found that the catheter of the implanted port was fractured, with the broken end located in the heart. The patient was admitted to the emergency room and the interventional department was contacted to remove the broken end.